Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: multicenter study on transcatheter closure of large secundum atrial septal defects using 40¿50 mm septal occluders b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "multicenter study on transcatheter closure of large secundum atrial septal defects using 40¿50 mm septal occluders", was reviewed. This research article is a retrospective multicenter experience to evaluate transcatheter closure of large secundum atrial septal defects in adults using septal occluders measuring 40mm or more. The devices included in this study were amplatzer septal occluder, lifetech septal occluder, cocoon atrial septal occlouder, and occlunix septal occluder. The article concluded that transcatheter closure of large atrial septal defects using large occluders is a safe and effective alternative to surgery when supported by careful patient selection, accurate anatomical assessment, and procedural expertise. [The primary author was anil singhi, department of pediatric and congenital heart disease, manipal hospitals, em bypass, kolkata, west bengal, india, with corresponding e-mail: singhianil@gmail.com.] This study included patients undergoing atrial septal defect device closure with 40-50mm occluders from 01 june 2015 to 31 may 2025. A total of 62 patients were included in the study, of which 3.2% (2) received an abbott device. The average age was 42.07 years. The majority gender was female. Comorbidities included coronary artery disease, diastolic dysfunction, pulmonary hypertension, atrial arrhythmia, and obstructive lung disease.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, diastolic dysfunction, pulmonary hypertension, atrial arrhythmia, and obstructive lung disease. Complications reported included bleeding, tachycardia, device embolization, difficult to fold, unfold or collapse; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: multicenter study on transcatheter closure of large secundum atrial septal defects using 40¿50 mm septal occluders. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "multicenter study on transcatheter closure of large secundum atrial septal defects using 40¿50 mm septal occluders", was reviewed. This research article is a retrospective multicenter experience to evaluate transcatheter closure of large secundum atrial septal defects in adults using septal occluders measuring 40mm or more. The devices included in this study were amplatzer septal occluder, lifetech septal occluder, cocoon atrial septal occlouder, and occlunix septal occluder. The article concluded that transcatheter closure of large atrial septal defects using large occluders is a safe and effective alternative to surgery when supported by careful patient selection, accurate anatomical assessment, and procedural expertise. [The primary author was anil singhi, department of pediatric and congenital heart disease, manipal hospitals, em bypass, kolkata, west bengal, india, with corresponding e-mail: singhianil@gmail.com.] This study included patients undergoing atrial septal defect device closure with 40-50mm occluders from 01 june 2015 to 31 may 2025. A total of 62 patients were included in the study, of which 3.2% (2) received an abbott device. The average age was 42.07 years. The majority gender was female. Comorbidities included coronary artery disease, diastolic dysfunction, pulmonary hypertension, atrial arrhythmia, and obstructive lung disease.